Event description:
Customer emailed saalt on 8/4/2020 to explain that they chose to seek medical attention to have their cup removed. Saalt requested additional information about the customer's removal techniques, the resources the customer consulted while trying to remove, the type of cup the customer was using, and what the lot number on the cup packaging was (8/5/2020). Customer responded to explain that they had read the instructions fully before using the cup. They had the cup inserted for about 8-9 hours before they first attempted to remove their cup. This was the first time this customer had ever used a menstrual cup. She tried bearing down, walking around, squatting and decided to ask her mom and then choosing to seek medical care. The doctor noted she had a very high cervix that was inverted and the cup was suctioned well around the cervix. They said the doctor recommended that they should not use the cup again. Saalt offered a refund. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."